Event description:
It was reported that at a follow up appointment, loss of capture was observed from the right ventricular (rv) lead. Diagnostic imaging was performed and it was discovered that the rv lead had perforated, but no effusion was present. The physician elected to reposition the rv lead to resolve the event and the patient was stable with no additional consequences.